Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no relevant manufacturing issues found. Visual inspection could not be performed because the device was not returned. Conclusion: the exact root cause cannot be determined conclusively.

Event description:
It was reported that a primary surgery was performed on (B)(6) 2016. 1 week after the surgery, a deviation to posterior of the cage was found and the revision surgery was performed on (B)(6) 2016.

Event description:
It was reported that a primary surgery was performed on (B)(6) 2016. One week after the surgery, a deviation to posterior of the cage was found and the revision surgery was performed on (B)(6) 2016.